Event description:
It was reported that the customer experienced a low blood glucose (bg) of 43 mg/dl; cause was unknown. Customer consumed carbohydrates to address bg. Recommendation was made to discuss diabetes management with a health care professional.

Manufacturer narrative:
In use at the time of the event: cgm model: unknown mobile os: unknown.